Manufacturer narrative:
(B)(4). The complaint of infection cannot be confirmed via laboratory testing. This ipg serial number was included in field advisories: 1627487-07262012-002-r, 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 4. Reference MFR report#1627487-2016-00037. Reference MFR report#1627487-2016-00038. Reference MFR report#1627487-2016-00040. The patient reported his initial scs system was explanted due to an infection sometime in (B)(6) 2009 (event date and location of infection are unknown). Reportedly, a new scs system was implanted approximately 6 months later. No further information is available at this time.